Event description:
It was reported that following a femoral angiogram, a 6f angio-seal device was deployed without incident. The pt returned to the hosp a few days later and was diagnosed with a staph aeurus infection of the right groin. The pt is recovering and was discharged from the hosp on 10/6/00. Several attempts have been made to obtain add'l info, however no further info is available.